Event description:
It was reported that the customer had been hospitalized due to high blood glucose levels and that the insulin pump alarmed motor error. The customer's daughter did not know the blood glucose reading. She stated that the customer was in the hospital and requested replacement of the insulin pump. The customer had eaten, programmed the insulin pump to give him the correct amount of insulin, and after about 15 minutes, he received the motor error alarm occurred. No significant events leading to the alarm were observed. The customer ended up in the hospital on (B)(6) 2015 due to high blood glucose, but no further details regarding the hospitalization were provided. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.